Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 99% stenosed de novo lesion was located in the moderately tortuous and severely calcified left circumflex/obtuse marginal. A 15mm x 2.25mm maverick2 balloon catheter was advanced for pre dilation but encountered resistance crossing the lesion. The balloon was inflated and ruptured on the first inflation "when the physician started to inflate the balloon." The balloon catheter was removed intact and the procedure was completed with a different device. Post dilation was performed with an unknown balloon catheter no patient complications were reported and the patient's status is good.